Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The was positioned in the laa of the patient. The wds was inserted into the was and the closure device was deployed. The device was deployed too deep and not opening correctly. The physician noted that a small pericardial effusion was caused upon deployment of the closure device. The closure device was checked for release criteria and was found to be in an optimal position. The device was released and successfully implanted in the laa. The physician tapped and drained the fluid from the effusion. The patient received after these events and is fine and stable with no other deficits. The patient has since been discharged from the hospital.